Event description:
The stem trial did not fit through the trial sleeve, causing a 45 minutes delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.